Manufacturer narrative:
(B)(4). The device history review for the product auto endo ml, lot number 73h1500014 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: no clip would load in the jaw of the applier after three attempts. The fourth clip loaded in a locked/closed position and the fifth clip got stuck in the applier. All the clips were loaded outside of the patient. The patient's condition was reported as fine.